Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported the pt states that she had been experiencing pain since the end of (B)(6) 2012. She has a searing pain which sometimes wakes her in the middle of the night. The pain begins in her hip and begins to radiate into her lower back. Walking on hard surfaces and prolonged standing cause the pain to increase. The pain is not constant, however, it is frequent and the frequency is increasing. She has lost agility in the right foot. She has difficulty lifting her foot and finds herself dragging it. She has to lift her foot with her hand to get into a car. She was given cortisone shots for pain relief by her family physician in (B)(6). The pt's surgeon has an appointment for an MRI and blood work on (B)(6) 2012. She will see the surgeon once the test results are in.